Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an abdominal aortic aneurysm growth (from 86mm to 103mm) and type 3 endoleak with complete disconnect between the main body and proximal extension (type 3a endoleak) as reported by physician (B)(6) at (B)(6) medical center on (B)(6) 2018. The reported endoleak was discovered during follow-up on (B)(6) 2018. The patient was originally implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2014 by the reporting physician. The patient is being referred to have an open repair due to non-compliance in regards to follow-up. Patient is in stable condition and will be scheduled for surgery.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/15/2018, 06/08/2018 and 06/20/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment.